Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. The physician was advancing the device into the skin opening and slightly rocking the device when it broke in two. Manual pressure was held while a hemostat was used to retrieve the distal portion of the device. Compression was used to achieve hemostasis of the access site. The pt recovered wtihout further incident. The perclose representative notes that neither the physician nor the technician felt that too much force had been applied to the device.